Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. Insulin pump passed the operating currents test, self test, unexpected restart error test and displacement. No blank display anomaly noted, however moisture damage found on the interface board motor. Unable to perform the occlusion and no delivery tests due to motor error alarm. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
Customer reported via phone call that the device got wet. Device turned off after the customer fell into the pond. Customer's blood glucose was 153 mg/dl. Customer mentioned the o-rings were missing. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.